Manufacturer narrative:
The biomedical engineer (bme) informed that the case has been canceled as the device will be retired. No further information could be obtained. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was intermittently blowing. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device was intermittently blowing. The device was reading oxygen (o2) when it should be reading air and flipped back and forth between reading 5l when outputting 60l while suddenly increasing and then decreasing the speed. This investigation is ongoing.